Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are trying to do an MRI but they can't get the handset to connect to the communicator to put the device into MRI mode. Caller said the blue light is flashing and battery light is green but the bluetooth light never becomes solid. Caller confirmed they are using the right app and that patient (pt) charged the communicator before coming to their appt. Agent walked caller through resetting the tm91 by holding down the power button for 30 seconds. Caller then tried to connect again and reported seeing a por (power on reset) message. Agent asked caller when the last time the patient recharged the implanted neurostimulator and caller said it last charged on sunday. Caller also mentioned that the patient had their communicator replaced recently because it wouldn't work. The troubleshooting steps that were taken on the call resolved the issue and hcp was able to activate MRI mode.